Event description:
Account said that the rh siderail intercable cable has been cut. Account said that no one was injured by this bed and the bed was in the pt room when the issue was discovered. Repair has not been completed at this time.